Event description:
Hcp reported the pt had complaints of "weird dreams," sweats, chills, and frequent bowel movements prior to pump refills. The hcp stated they plan to try a small bolus at the time of the refill and have already scheduled refills a few days prior to the alarm date. The hcp reported "this should take care of the problem."